Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that there was continuity on the upstream sensor flex tail pins. It was determined that this condition caused the false upstream occlusion alarms and therefore, the upstream sensor was replaced.

Event description:
During review of the event history log it was determined that a repeating pattern of upstream occlusion alarms suggests that the device was falsely alarming for upstream occlusions. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.